Event description:
It was reported that a screw was found to be broken postoperatively after a patient reported pain. No revision surgery is scheduled at this time. Additional information provided stated that the revision occurred (B)(6) 2020. The screw was removed and replaced with a competitors product to complete the case.

Manufacturer narrative:
Additional information in b2, b3, b5,d7, h6 (patient code).

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a screw was found to be broken postoperatively after a patient reported pain. No revision surgery is scheduled at this time.

Manufacturer narrative:
Additional information in b4, g4, g7, h2, h6: methods, results, and conclusion codes. The product was not returned for evaluation, however, x-rays were provided by the reporter. The x-ray revealed the reported post-op fracture. The lot number for this specific device was not provided. Therefore, the device history record (DHR) review cannot be performed in this case. It was reported that a screw was found to be broken postoperatively after a patient reported pain. The reported complaint could not be verified. The exact cause of this event can't be determine with the available information.

Event description:
It was reported that a screw was found to be broken postoperatively after a patient reported pain. No revision surgery is scheduled at this time. Additional information provided stated that the revision occurred (B)(6)2020 . The screw was removed and replaced with a competitor's product to complete the case.